Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 34 mm aortic extension model. A computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2012, the patient was treated with a 34 mm aortic extension which corrected the proximal type I endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.